Event description:
Third injection using the automatic injector, a small air bubble went down the left coronary and dissipated without any symptoms or EKG changes. There was a question of an embolus during injection of IV dye. The pt was complaining of episodic recurrent tremulousness, especially effecting the head, consistent for intubation. The pt was seen by neurology. There were no obvious focal neurologic signs. She had MRI, and mra that were basically unremarkable. Eeg was unremarkable. The symptoms appeared to have improved significantly. The pt was discharged home.====================== manufacturer response for dye injector, acist injector======================manufacturer sent application and sales representative who asked a lots of question and pointed out safety features. They were not allowed to test.